Event description:
It was reported that an ilet device with a broken or cracked screen was deemed nonfunctional and no longer water resistant, and a replacement was arranged while advising the user to maintain backup therapy and return the original device for evaluation. Symptoms included no reported clinical effects. Outcomes included no impact on health or medical care utilization. Investigation included advising the user to sync data to the mobile app, guidance on shutdown, notification that therapy data would not transfer to the replacement, and that cgm data reception would continue, with the device to be returned for further assessment. Investigation of this case revealed a screen-related hardware failure that compromised device functionality and water resistance, consistent with a device component screen problem. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical damage event leading to screen failure.